Event description:
A physician reported that an ophthalmic irrigation/aspiration tip capsule tore while polishing. Details of procedure and patient harm was not reported. Additional details has been requested and none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report that the tip tore the capsule. The photo review confirms the plastic protrusion reported by the customer; however, whether the protrusion is outside of the manufacturing specification cannot be confirmed. No lot number was identified with this complaint; therefore, a device history record review, complaint history review, and non-conformance review could not be conducted. A sample was not received at the manufacturing site and no lot information is available; therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All I/a tips are 100% visually inspected prior to being released from the manufacturing facility. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery irrigation and aspiration tip head had a ridge. The patient experienced mild capsular tear. The surgery was completed on the same day with an alternative product. The current outcome of the patient unknown. This report is third of three patients from the initial reporter.

Manufacturer narrative:
Correction g.3: supplemental medical device report (smdr) # 01 is being filed to correct the g.3 date on the initial report, filed earlier. Incorrect date of 28-may-2024 is being corrected to 02-may-2024. The manufacturer internal reference number is: (B)(4).